Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the implantable neurostimulator (ins) site and the ins itself were heated, burning and itching. It was progressively getting more frequent and it was very bad the night prior to the report. The therapy was helping, but not as much as it used to. The patient fell very hard in (B)(6) 2015. Indications for use include spinal pain. Interventions and patient outcome were not provided. If additional information is received, a supplemental report will be sent.